Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this same failure mode within this lot. To date, the device has not been returned to volcano however; a full evaluation will be conducted if the device is returned and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The filter was deployed successfully using a femoral approach. However, upon removal of the deployment catheter the tracking tip snagged the eptfe and pulled the filter down. The physician attempted to dislodge the delivery device by twisting it, but was unsuccessful and the filter was pulled down into the iliac. The filter was then retrieved successfully with no patient injury and a new crux filter was used to complete the procedure.